Manufacturer narrative:
Although the reported alarms were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through this evaluation as no portion of the driveline was returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. A percutaneous lead (driveline) replacement had been performed for cosmetic reasons on (B)(6) 2017. It was reported that the lvad system was producing red heart alarms. The patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events 38 pump stoppage events and 26 low speed advisories with speed drops as low as 0 rpm when connected to the power module. The lvad team opted for the patient to be supported on an ungrounded power module patient cable. No additional information was provided.